Manufacturer narrative:
The hospital replaced the flow sensors prior to ge healthcare service technician visit. Customer reports there is no patient information available.

Event description:
The hospital reported a malfunction allowing only volume control mode of mechanical ventilation. There was no report of patient injury.